Manufacturer narrative:
Evaluation of the returned device confirmed the report of no vibration.

Event description:
Consumer contacted dexcom to report no vibration. The consumer did not report any medical intervention or injuries.